Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2011 and mesh was used. In (B)(6) 2014, the patient returned because, the hernia had come back. The patient underwent a second laparoscopic surgery which revealed that the mesh had burst at the site of the defect. The solution was to dissect the damaged part of the mesh and overlay it with a covidien parietex. The patient was stable after the reoperation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.